Event description:
It was reported that during insertion, difficulties were experienced when placing the iab via a femoral approach. The iab was removed and a competitor's device was successfully placed using a transthoracic approach. The hospital reported that they consider the patient's anatomy to be the cause of the insertion difficulties. There were no patient complications.